Event description:
The customer called and reported the insulin pump would not communicate with her meter, though the meter option was turned on, and a radio frequency failure alarm occurred. Troubleshooting was performed. The customer was advised to program a bolus into the air. The bolus amount was recorded in bolus history. The customer was also receiving lost sensor alerts. Her blood glucose was 202 mg/dl. The insulin pump was not communicating with the transmitter. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump alarmed and did not communicate with the contour next meter due to a faulty component on the remote frequency board. The pump received a lost sensor alarm when trying to connect to with the test mini link and the glucose sensor simulator due to the alarm. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.